Event description:
The user reported that the pressure infusion bag failed to maintain pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The bag was pressure tested and failed the pressure test. The failure was attributed to the bag seal. The complaint was confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. A supplier corrective action has been requested from the manufacturer.